Manufacturer narrative:
The device was returned for analysis. A visual examination of the stent found evidence of proximal stent damage. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17dec2020 it was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in a moderately calcified and mildly tortuous coronary vessel. Following predilitation, residual stenosis was 70%. A 4.00 x 32 mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.